Event description:
A nurse reported that during implantation of an intraocular lens (iol) the lens was bad. There was patient contact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in a fully disassembled lens case. Solution was dried on the lens. One haptic was broken/torn (still attached) in the distal tip area. The other haptic is broken/torn (still attached) in the gusset area. The optic was pressed down and against the posts of the lens case. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported ¿bad lens¿ lens complaint. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).